Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2017 with the following findings: during the investigation, the battery compartment was found to be cracked. Unrelated to the original compliant, the battery cap was found to have stripped threads. The battery cap was unable to be securely fastened to a test pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.